Event description:
It was reported the patient underwent a non-related surgical procedure wherein it is unknown if the ipg was placed into surgery mode prior to the procedure. In turn, the patient's ipg was unable to communicate with external devices and the patient lost therapy. As a result the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.